Event description:
The customer reported that the system would not switch on and that "the whole thing wasn't working". There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch was replaced. The system was then found to be operating as intended.